Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches down the middle of screen making it hard to see in certain lighting. Customer's blood glucose value was unknown. The customer reported that insulin pump had no delivery alarm. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.